Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observation observed.

Event description:
Patient representative reported "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: rupture.

Event description:
Patient representative reported "rupture". This record is for the right side. Device remains implanted.

Event description:
The device has been explanted.